Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent pelvic organ prolapse repair and subsequently required a second procedure due to recurrence.

Manufacturer narrative:
Medtronic complaint number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received procedure was a vaginal hysterectomy, xenograft sling urethropexy (pelvicol), anterior colporrhaphy and posterior colporrhaphy. Alleged complications post implant include pain and hypotensive. Underwent exploratory laparotomy, evacuation of clot, and suture ligature of right hypogastric pedicle, followed by cystoscopy for retroperitoneal versus intra-abdominal hemorrhage. Alleged complication post additional surgery include occasional urgency, urge incontinence, voiding irritability, recurrent prolapse, overactivity with urge incontinence and stress urinary incontinence with leak point pressure and incomplete emptying. Additional mesh implant surgery: (B)(6) 2012 underwent abdominal sacrocolpopexy using the coloplast y mesh and lysis of adhesions for recurrent pelvic organ prolapse with incomplete emptying. Alleged complication post additional mesh surgery include prolapse issues, nocturia, incontinence, frequency and significant pelvic floor muscle weakness.